Event description:
On (B)(6) 2010, pt reported the menu button is not functioning. Pt stated this began a few days ago. Pt reported the infusion device will make the click and the audible beep, but it may not always make the connection. Pt stated the button does pop back up when pressed. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.